Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 8 months 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for a sarcoid flare. He had a spontaneous abdominal bleeding leading to hemorrhagic shock while on heparin drip. Hence now off of anticoagulation. His ldh is trending up from baseline 200's to 500 on (B)(6) 2019. Suspect likely extravascular hemolysis from his prior bleeding. Tech services reviewed the log files and the mcs equipment was functioning as expected. No additional information was reported.